Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial medwatch. Corrections have been made to h6 and h10 (instructions for use) to include information that was inadvertently not included in the initial medwatch. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, to olympus repair center for evaluation of a reported broken ceramic tip and sealing ring that was found during reprocessing. The procedure was completed with the same equipment. This report is being submitted to capture broken ceramic tip defect that was reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a broken ceramic tip. Furthermore, the following additional issues (non-reportable) were identified during inspection: the sealing was damaged and missing, and there was an indentation in the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear, wrong handling this issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.